Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was flashing red and vibrating. The customer¿s blood glucose level was 213 mg/dl at the time of the incident. The customer went snorkeling and swimming while wearing the pump. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with frozen display due to corroded electronic assemblies. It was received with corroded motor home switch and corroded keypad traces. It also have a cracked retainer, cracked case, minor scratches on case and minor scratches on lcd window.